Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a low blood glucose of 48 mg/dl. They treated with glucose tablets. They had been experiencing low blood glucose for some time. The customer¿s current blood glucose was 244 mg/dl. The customer was alleging a possible over delivery from the insulin pump. The customer stated that he knows how much insulin he uses and that the insulin pump was showing more insulin. Troubleshooting was performed. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed the delivery accuracy test. Unit was received with scratched case and minor scratched lcd window.